Event description:
It was reported that when the syringe was injected to the bd q-syte¿ luer access split-septum stand-alone device during use, the syringe was "moved back strongly". This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "when syringe inject to qsyte, syringe is moved back. When syringe inject to q syte. Syringe is moved back strongly."

Manufacturer narrative:
H.6. Investigation summary: received one q-syte assembly inside a sealed package from lot 9212579. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: no evidence of physical-mechanical damage was observed on any of the components of the q-syte unit. Flow test: the q-syte was connected to the flow test fixture, the liquid flowed into the male connection and out without restrictions. No occlusion was observed. The test passed per specification (1 liter/hour): 42.49 l/hr. Conclusion(s): not determined the returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the syringe was injected to the bd q-syte¿ luer access split-septum stand-alone device during use, the syringe was "moved back strongly". This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "when syringe inject to qsyte, syringe is moved back. When syringe inject to q syte syringe is moved back strongly."